Event description:
The device was used during a total gastrectomy procedure. After firing the device, the surgeon could not remove the device from the tissue. The device was cut from the tissue and it was noted that the device did not cut the anastomosis when fired. Another device was used to complete the case.